Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements on multiple lead vectors, ranging from 92 to 180 ohms. A request was made to have data from this device analyzed. Data analysis confirmed the rv shocking lead has been exhibiting high out of range lead measurements. Lead replacement was recommended. No adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements on multiple lead vectors, ranging from 92 to 180 ohms. A request was made to have data from this device analyzed. Data analysis confirmed the rv shocking lead has been exhibiting high out of range lead measurements. Lead replacement was recommended. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information received, this lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported.